Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6003910, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 29-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6003910. No further statistical trending analysis is required. Test results: sample was not provided as is mentioned in the report. Device history record (DHR) review: the lot 6003910 was manufactured according to the work instruction (wi) version 44 and manufactured multivac m07 on 19-nov-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing tube: the lot 3l02199 was manufactured according to the work instruction (wi) version 22 and manufactured gluing tube line on 15-nov-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, one non conformance (nc) raised during production unrelated to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4) event occurred in brazil. It was reported that the patient faced an infusion set leakage event on (B)(6) 2022. The leakage occurred between the needle and the cannula head. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6003910, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 29-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6003910. No further statistical trending analysis is required. Test results: sample was not provided as is mentioned in the report. Device history record (DHR) review: the lot 6003910 was manufactured according to the work instruction (wi) version 44 and manufactured multivac m07 on 19-nov-2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing tube: the lot 3l02199 was manufactured according to the (wi) version 22 and manufactured gluing tube line on 15-nov-2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, one non-conformance (nc) raised during production unrelated to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.